Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand, and customer¿s blood glucose reading showed as high with exact value unknown. Customer did not require assistance from any third party and there was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer gave correction insulin by injection and, with guidance from technical support, reset pump using provided instructions, after which malfunction did not recur and customer was advised to continue using pump and to call back if any future malfunction alarms reappeared.